Event description:
The recipient is reportedly experiencing an infected suture. The recipient was prescribed an unknown oral antibiotic.

Manufacturer narrative:
It was reported that the recipient does not currently have an infection, pain, or drainage.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's site has reportedly healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the device history record was completed and no anomalies were noted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's issue has been ongoing for 6 months with intermittencies followed by some oozing of the infection. The recipient continued device use unless drainage was present. The recipient was prescribed oral antibiotics for 6 weeks, however, the issue did not resolve. The recipient was recommended to undergo a cleaning of infected area. The recipient's device was explanted. The recipient will be reimplanted once the infection resolves. The recipient's device was discarded and will not return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.